Event description:
It was reported that the cannon catheter was inserted without difficulty. The following day the patient was taken to the hd room for hemodialysis. Things were fine at first but minutes into it, the arterial pressure dropped below- 200mmhg and eventually stopped working, causing the alarm to sound. The clinician removed the cannon and replaced it with a competitors' catheter without difficulty or complications to the patient.

Manufacturer narrative:
Follow-up report will be filed if additional info becomes available.